Manufacturer narrative:
B5: additional information received and attached by ICU medical on 16-feb-2022 via email:no event during patient use . H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was in good condition. The customer stated problem was duplicated, check syringe plunger sensor error was found at power up. Replaced left plunger case. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information received and attached by ICU medical on 16-feb-2022 via email:no event during patient use. Event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was in good condition. The customer stated problem was duplicated, check syringe plunger sensor error was found at power up. Replaced left plunger case. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that check syringe plunger sensor alarm was experienced.